Event description:
Consumer reports their meter is not giving them accurate readings. Analysis run on clark error grid using mean average reading (55) as ref. Point vs. Bd readings (30, 80) yielded data points in the d range of the grid, outside acceptable limits.